Manufacturer narrative:
Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided.

Event description:
It was reported that the implant (xifnt410) fell to the floor while doctor was handling implant with the driver. Doctor could finish the procedure.

Manufacturer narrative:
One osseotite tapered certain implant with a cover screw was returned for investigation. Visual inspection of the as received product did not show any signs of wear or use on the product. What appeared to be water stains from the autoclaving process were on the implant. The osseotite implant was tested with an iipdts from stock. The implant engaged the driver correctly and the driver retained the implant even when held and shaken. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: instsm rev. G (12/17) ¿ biomet 3i surgical manual information identified: instructions specific to a certain internal connection tapered 4mm or larger diameter implant 5. For the certain internal connection tapered implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upwards to prevent accidental dislodging. Due to wear, periodic o-ring replacement is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. See page 64 for additional technical tips. Instrument needed for 5mm(d) x 4.1mm(p), 6mm(d) x 5mm(p) and 4, 5 and 6mm(d) tapered implants: dedicated certain standard driver tip (iipdts or iipdtl) pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Customer reported ¿implant fell to the floor while doctor was handling the implant with the driver¿ the complaint could not be verified, as the conditions of the implantation procedure are unknown. A definitive root cause could not be identified for this complaint. D4: expiration date, UDI: (B)(4).